Manufacturer narrative:
Imaging will be returned. Investigation is ongoing

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Cine images were submitted to edwards for review by an edwards physician. The following observations and impressions were provided. Observations: ? Severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, mild moderate mac ? Coaxial alignment is good ? Valve is deployed 40:60 aortic/ventricular ? In the images provided, the rca is not selectively injected impressions: features consistent with coronary obstruction include bulky leaflet calcification, obliteration of the sov, and significant valve oversizing. The images provided do not allow for assessment of any of these risk factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliates, post transfemoral sapien xt valve placement, the patient developed a right coronary artery (rca) obstruction. Initially, the vavle was positioned 50/50 and deployed 70/30 aortic/ventricular. Because of the aortic placement, there was concern that the coronary arteries would be affected. However, angiography demonstrated patent coronaries, good flow, no leaks and good hemodynamics. Thirty min after closing the femoral access, the blood oxygen saturation decreased below 90% and bp dropped. An injection of contrast showed that the rca was obstructed, and after some maneuvers, was fixed spontaneously before heparin was given. The situation came back to normal with patent coronary arteries, normal saturation and bp. Echo showed good heart contraction. One hour later, the patient began to deteriorate again. It was believed the rca was blocked again. The patient was transferred to ICU, intubated and placed on iab for assistance. Unfortunately, during the evening, the patient expired. The perceived cause of the too aortic placement was unknown. The physician did not believe that the valve contributed to the occlusion, despite the high position. According to the implant cardiologist (ic), because the block was transient, it was probably caused by thrombolytic emboli. It was suspected that the second obstruction was also caused by the same reason as the first. The valve and leaflets were severely calcified without bulky calcification. The left coronary artery (lca) height was 10mm, the rca was 9mm. The sinuses of valsalva diameter was 28 mm. Image intensifier angles were very good and coaxial alignment was good.